Event description:
The (B) (6) reported that the patient complained that odour coming from vpap unit caused him to have a seizure.

Manufacturer narrative:
During preliminary investigation, we inspected the returned unit and detected a slight 'air freshener' smell. The unit has been sent back to the design house ((B) (6)) for further evaluation. In addition, the dme informed us that the patient was using the unit for more than five months before the incident occurred.